Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the customer's insulin gauge displayed intermittent inaccurate fill estimates. Reportedly, the customer's insulin gauge displayed a value of 105 and remained static after it was filled with 300 units of insulin. There was no impact to the customer blood glucose level. The customer loaded a new cartridge and received an accurate fill estimate.